Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up report is being submitted as a correction report to update section h7. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). This follow up report is being submitted to update the a codes in section h6, and to clarify that no sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: leak, detailed inquiry description: this patient had fluids infusing per b braun pump and when she went into the room the IV was leaking blood onto the floor at the cap site. When she went to uncap, the insertion piece was broken. No injury reported.